Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that a venous closure of a common femoral vein was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to an electrophysiology (ep) ablation interventional procedure. Reportedly, the three proglide devices had a cuff miss as the suture was not present when the plungers were removed. The pre-close technique was abandoned. The sheath was upsized to an 8f and the ep ablation procedure was completed. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.